Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 172 mg/dl. Customer stated that during the fill tubing action, the pump spattered insulin and the numbers did not appear on the screen. Customer kept pushing the act button and then received the alarm. Customer was asked to stop using the pump. Customer was advised to start using multiple daily insulin. Customer received a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.